Event description:
This is a report received at baxter (B)(4) regarding a kinked tubing detected on 4 sets. The kinked tubing was detected during patient use. No patient injury, medical intervention, or adverse reaction is associated with the reported condition.

Manufacturer narrative:
(B)94). Evaluation summary: the device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the u.s. And does not have a 510(k) number.